Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
"About 7 weeks into treatment I noticed increased sensitivity in my bottom left front most tooth, particularly when exposed to cold. This continued but I wasn't especially concerned until halfway through the week when I began noticing discoloration starting from the base of that tooth. I went to the emergency dentist and they informed me that my tooth was loose and likely broken, with possible pup necrosis. The cited the aligners as the likely cause of this issue and advised me to discontinue use, which I have. I would ike my money back/remaining care credit balance voided."